Event description:
Customer reports that a patient tested hi and 206mg/dl on the same device within 7 minutes. Customer reports that patient tested at a different time with results of 61mg/dl, 579 mg,dl, and 107mg/dl within 4 minutes on the same device. Customer reportedly felt hypoglycemic during the last comparison and was given food. No adverse event reported and no medical treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.